Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 21-aug-2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), cultured positive after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified colony forming units(cfu) designated as "tntc" (too numerous to count) comprising the following 1 isolate: 1 - positive rods - bacillus species study number: (B)(6). The duodenoscope was received by pentax medical for evaluation on 21-aug-2019. A device history record(DHR) review was previously performed under form number (B)(4) on 22-aug-2019. The DHR review confirmed the endoscope was manufactured on 10-feb-2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 10-feb-2016. The duodenoscope was inspected by pentax medical service on 26-aug-2019 and the following inspection findings were documented: operation channel- primary slice by accessory, distal tip annual maintenance, distal cap - fixed type passed epoxy seal integrity inspection, distal cap/ case cracked, passed wet leak test, passed dry leak test. Repairs were performed on the duodenoscope which included replacement of the following components: air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, distal case/cap, o-ring(0.5x1.3). Pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), has been routinely serviced at pentax facility since the device was put into service on 30-sep-2016. The video duodenoscope is currently awaiting qc final approval and organic resampling as of 20-sep-2019.